Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular rv lead was unable to fully extend after introduction into the patients body resulting in dislodgement of the rv lead. The rotation of the helix was not tested prior to introduction into the patients body. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism anomaly. The reported event of helix mechanism anomaly was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specifications. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism anomaly reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. No other anomalies were noted.